Event description:
The customer returned the device along with a dc auxiliary power supply for an estimate of repair and a request for a root cause analysis. The device had a hole burned in the left side of the case near the auxiliary connector. The device was non functional. There was no patient related event associated with the reported complaint.